Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report large air bubbles in the reservoir. The customer's blood glucose level was 133 mg/dl. The customer was assisted with getting the air bubbles out of the reservoir. The customer's reservoir was replaced and returned for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir, performed pre-fill test to reservoirs and passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion no air bubbles.